Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient stopped responding to sound like horn or clap with the device since (B)(6) 2018. Accident/trauma was reported. No other medical problems. Currently, no information about further medical intervention available.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Recipient stopped responding to sound like horn or clap with the device since (B)(6) 2018. Accident/trauma was reported. No medical problems. The recipient was re-implanted.